Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The premature deployment was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined that the reported premature deployment was likely due to handling. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during unpacking of a 7.0x60mm absolute pro self-expanding stent system, the stent implant was noted as exposed (flowered). There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. (B)(6) 2020: device analysis indicated that the first ring of the stent implant was exposed partially over the tip and not flowered as initially reported. No additional information was provided.